Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented with significant tricuspid regurgitation that was attributed to the pacemaker leads. To improve the patient's overall function, the physician opted to remove the pacemaker system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 ipg implanted: 2013 (B)(6); 5554-53 lead implanted: 2008 (B)(6). (B)(4).